Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the unexpected restart alarm was performed. Customer advised the insulin pump beeped without anything on the display screen. Customer replaced the battery on the device and continued to experience multiple unexpected restart alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The information provided in product code and common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected off no power, unexpected restart alarm after battery change, reset time/date anomaly or audio/beep noise anomaly noted. Unit had severely scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.